Manufacturer narrative:
(B)(6) a customer alleged positive flu a and b results that were negative when retested. No further information regarding specific samples or workflow is currently available. Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4)

Event description:
A customer from (B)(6) alleged an unknown number of discrepant results using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The customer initially issued a complaint about positive flu a and flu b results that were negative with repeat testing. No specific samples were alleged and no further information is currently available. An investigation has been initiated and is ongoing.

Manufacturer narrative:
A problem report was provided, however the data only covered runs performed on the (B)(6) 2021 and no positive results were identified. The alleged run was not provided and the customer was unable to provide data or a lot number used to generate the results in question. As the dataset provided contained very few runs, it is not possible to conclude if this analyzer has a hardware problem. A thorough reagent investigation could not be performed as the lot number for the reagent kit used was not provided. A limited investigation was performed using the material number of the kit. Additional information: the negative results that were generated during repeat testing on another liat were reported out. (B)(4).

Manufacturer narrative:
Changed the suspected medical device from the instrument to the reagent. Updated the manufacturer information accordingly. (B)(4).